Event description:
Caller reported that in the years he has worked in MRI, he has been informed by a few times by patients that they have broken leads and/or abandoned leads. Caller is unsure if these were mdt patients and cannot recall any further details. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).